Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bruising and blood from inserting their infusion set. The customer also reported experiencing a high blood glucose of 500 mg/dl. Customer stated their high blood glucose from eating. The customer declined to troubleshoot for their high blood glucose. Customer also reported the blood at site issue occurred twice in one day. The customer declined to troubleshoot for their blood at site. The customer will not be returning any products for analysis.